Event description:
Information received from the field does not address the patient's clinical status but notes that during an office evaluation, phantom programming was exhibited. When the rate responsive av delay was programmed from low to medium, atrial output showed a programmed value of 7.5v rather than 4v as programmed. The device was reprogrammed to 4.5v and the semi-auto atrial capture test performed normally.